Event description:
It was reported that the pump exhibited battery issues, would not recognize the new battery, or charge. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A device history record (DHR) review is not applicable in this case because the defective component (battery pack) is not evaluated or tested in any way during the manufacturing process and the battery pack manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the left plunger case had a broken screw boss. Battery communication timeout and base hardware failure found in pump event history log. During functional testing the reported issue was able to be duplicated. The battery was found to be not charging. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced battery and performed power up process and all functional testing which passed.